Event description:
During an excluder bifurcated endoprosthesis procedure, the clinician met moderate resistance while advancing an 18fr introducer sheath. The introducer sheath was advanced up to the level of the aneurysm sac. Following the successful deployment of the trunk ipsilateral and contralateral leg device, a type I endoleak was suspected. Post procedure imaging revealed no endoleak present; however, the ipsilateral limb was occluded. The clinician believed the occlusion may have been caused by either not using enough heparin during the procedure, or a possible dissection of the iliac artery. The patient was transferred to the operating room where the clinician converted to an open femoral - femoral artery bypass procedure.